Event description:
It was reported that the patient was scheduled for a revision of the inflatable penile prosthesis due to a very floppy glans. The cylinders appeared to be not long enough into the glans. The physician was unclear if the cylinders were is a result of incorrect size implanted original or stretching of fibrotic tissue after years of prolonged use of the implant. No patient complications were reported.